Manufacturer narrative:
Per additional info received the loss of suction was due to user error (customer using splitter from vacuum connection to scavenging). Reported complaint will be noted during preuse testing, as contained in the user manual. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine. Per additional info received the loss of suction was due to user error (customer using splitter from vacuum connection to scavenging). Reported complaint will be noted during preuse testing, as contained in the user manual. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction regulator was ordered for replacement to resolve the reported issue. No report of patient involvement. Date of device manufacture not available at time of filing.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.